Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope experienced a blackout of the image. The issue was found during set up. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, the reported event of image black out was confirmed. The probably cause was attributed to a defective printer circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.